Event description:
On (B)(4) 2012, the reporter contacted lifescan USA, alleging inaccurately low results compared to a lab reading. The reporter did not provide any blood glucose readings. This complaint is being reported because the reported results did not meet lifescan's accuracy/precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 ¿ (6/17/2013)the patient¿s meter has been returned and evaluated by lifescan product analysis on 4/11/2013 and 5/23/2013, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.